Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc injection and after unknown latency the patient cannot walk without a walker, could be infection, can't bend left knee, arthritis flare up and injection hurt some. Relevant medical history included hip replacement in (B)(6) 2016 and (B)(6) 2017 and patient got immediate relief after the surgery. Past medication included synvisc (it did well). It was reported that prior to synvisc, she used a different product (unspecified) and felt that synvisc worked better. Concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose 2 ml weekly (lot number and expiration date: not reported) in both the knees for knee pain. On an unknown date in (B)(6) 2017, patient's left knee was swollen, painful, she cannot walk without a walker, and can't bend it (latency: unknown). The right knee was doing well. She said the physician assistant injected it on the right upper side of the knee and there was a knot on the lower part. Patient mentioned that the hardest thing was getting up to go to the bathroom. Patient went to her physician on (B)(6) 2017 and said it was warmer on one side of the knee than the other, but had ice on the one side. Her physician said it could be infection or arthritis flare up or it was injected into the fatty part of the tissue instead of the joint (latency: unknown). Patient told that personal assistant (pa) did not numb the area and it hurt some so she thought it was going in too fast. Pa slowed it down for the rest of the injection. She said in a week if this persisted, he may aspirate but did not like to do that. She felt her pa and physician were both well qualified for the injections. Patient said the knee pain was worse than her post surgery pain for her hip. Patient was using ibuprofen at the dose of 800 mg three times a day. Reportedly, the patient received the injections in the office. Action taken: unknown. Corrective treatment: ice and ibuprofen for could be infection, walker for cannot walk without a walker; not reported for rest. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: important medical event for could be infection pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who received treatment with synvisc and later experienced left knee swelling, pain and warmth which was suspected as joint infection symptoms. The causal role of suspect product in occurrence of the event cannot be denied due to site of reaction and temporal relationship. However, due to lack of information regarding technique of injection, concurrent conditions, past drugs and concomitant medications complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 13-jul-2017 from the patient. This case concerns a (B)(6) year old male patient who received treatment with synvisc injection and after unknown latency the patient cannot walk without a walker, could be infection, can't bend left knee, arthritis flare up and injection hurt some. Relevant medical history included hip replacement in (B)(6) 2016 and (B)(6) 2017 and patient got immediate relief after the surgery. Past medication included synvisc (it did well). It was reported that prior to synvisc, she used a different product (unspecified) and felt that synvisc worked better. Concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose 2 ml weekly (lot number and expiration date: not reported) in both the knees for knee pain. On an unknown date in (B)(6) 2017, patient's left knee was swollen, painful, she cannot walk without a walker, and can't bend it (latency: unknown). The right knee was doing well. She said the physician assistant injected it on the right upper side of the knee and there was a knot on the lower part. Patient mentioned that the hardest thing was getting up to go to the bathroom. Patient went to her physician on (B)(6) 2017 and said it was warmer on one side of the knee than the other, but had ice on the one side. Her physician said it could be infection or arthritis flare up or it was injected into the fatty part of the tissue instead of the joint (latency: unknown). Patient told that personal assistant (pa) did not numb the area and it hurt some so she thought it was going in too fast. Pa slowed it down for the rest of the injection. She said in a week if this persisted, he may aspirate but did not like to do that. She felt her pa and physician were both well qualified for the injections. Patient said the knee pain was worse than her post surgery pain for her hip. Patient was using ibuprofen at the dose of 800 mg three times a day. Reportedly, the patient received the injections in the office. Action taken: unknown. Corrective treatment: ice and ibuprofen for could be infection, walker for cannot walk without a walker; not reported for rest. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criterion: important medical event for could be infection additional information was received on 24-jul-2017. Ptc results were added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 24-jul-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc and later experienced left knee swelling, pain and warmth which was suspected as joint infection symptoms. The causal role of suspect product in occurrence of the event cannot be denied due to site of reaction and temporal relationship. However, due to lack of information regarding technique of injection, concurrent conditions, past drugs and concomitant medications complete medical assessment of the case is difficult.